Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported communication issue was confirmed. Analysis of the returned ipg found it communicated with all lab utilities and had no bonding issues when in close proximity to the device. However, x-ray of header revealed that the ble antenna is not seated in p2 on the hybrid, which would have contributed to the reported observation. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.